Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-s1. It was reported that the probe was being inserted in the pedicle and become lodged. During removal of the probe the tip broke off in the pedicle. The tip was removed and no patient complications were reported.

Manufacturer narrative:
The product was returned for evaluation. Macroscopic examination confirms tip of probe severely twisted, with approx. 15mm of the tip broken off. Inspection of shaft diameter and material hardness confirms conformance to print specification. Fracture surface analysis revealed a quasi-brittle fracture surface and circular material flow, consistent with torsional overload during usage. The tip just below the fracture is severely plastically deformed, also consistent with torsional overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.